Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 120mg/dl-140mg/dl fasting. Verified the strips expired 11/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: 464mg/dl (B)(6) 7:30pm , 503mg/dl (B)(6) 7:21pm. Customer called stating they compared their meter to the rehabs meter and she saw a large discrepancy. The customer states he tested using the trueresult meter and the result was 503mg/dl fasting on (B)(6) 2015 at 7:21pm the customer immediately tested with the rehabs meter and received a result of 371mg/dl fasting on (B)(6) 2015 at 7:21pm.